Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified adverse event and death. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a robotic total laparoscopic hysterectomy, right salingo-oophorectomy and cystoscopy on (B)(6) 2012. The uterus was morcellated under visualization and removed through the accessory port. Leiomyosarcoma was diagnosed. She had a robot-assisted left salingo-oophorectomy, bilateral pelvic and paraaortic lymph node dissection and omentectomy on (B)(6) 2013 and began chemotherapy. The patient died on (B)(6) 2013.

Manufacturer narrative:
The device information for use under precautions states: caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.